Event description:
Customer reports 3 infusors containing morphine hydrochloride to a total volume of 50ml overinfused. Infusion durations reported as 16.5 hours, 19.0 hours, and 18.5 hours respectively. Customer reports no adverse clinical reaction.